Event description:
(B)(4) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced atypical chest pain. The target lesion being treated was located in the proximal left anterior descending (lad). The lesion was 99% stenosed, 12mm long and 3.5mm in diameter. The lesion was treated with predilation and placement of a 3.0x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. One day post index procedure, the patient experienced atypical chest pain and was admitted. Cardiac catheterization was performed. The stent was patent and widely open. No action was taken and the patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).